Event description:
The device was used during a video assisted thoracic surgery procedure. Reportedly, the instrument did not cut. The surgeon transected the tissue by scissors to complete the procedure. The hospital has reported no patient injury occurred.